Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/11/2017, belt: 03/28/2018.

Event description:
A us distributor reported that a patient passed on (B)(6) 2018 at 5:25am while reportedly wearing the lifevest. The patient was reportedly alone at the time of the event. The patient was reportedly in a skilled nursing facility and was being monitored under telemetry. Resuscitation efforts were reportedly attempted. Per clinical review of the available ECG data, bradycardia status was intermittently detected from 04:59:20 to 05:00:33 on (B)(6) 2018. At 05:03:43, an arrhythmia was detected with the ECG showing severe bradycardia at 10 bpm with CPR and motion artifact. At 05:08:28, an arrhythmia was detected with the ECG showing sinus rhythm at 70 bpm with CPR artifact. Oversensing of low amplitude cardia signal and CPR artifact contributed to the false detection. The device properly did not deliver a treatment shock during these false detections. At 05:12:35, another arrhythmia was detected with the ECG showing CPR artifact transitioning to polymorphic ventricular tachycardia (vt) from 150 bpm to 180 bpm for approximately 59 seconds with variable amplitude. At 05:13:32, gel was released followed by a detection sequence termination and electrode belt disconnection. The device properly detected vt, however multiple morphology variations, rate variations, amplitude variations, and the electrode belt disconnection prevented the lifevest from delivering a treatment. It was not reported who disconnected the electrode belt. There were no allegations of any device malfunctions or allegations that the lifevest caused or contributed to the patient's death.